Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, concentric, 92% stenosed, de novo, mid left anterior descending (lad) artery after predilatation with a balloon at 12 atmosphere (atm) the 2.5 x 18 mm xience v stent was deployed. A side-edge dissection was noted during post-dilatation; a second xience v stent was deployed as treatment and timi 3 flow was maintained at the end. The patient was reported as doing fine. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.